Event description:
Report of syringe coming free from manifold resulting in air injection during a cardiac catheterization procedure. During a cardiac catheterization procedure, reportedly the dr did not realize that the syringe had come off of the manifold of the pressure set and injected air and contrast dye into the pt. The pt reportedly went into a bradycardic rhythm which the customer states that it is assumed that atropine was administered for resultant return of heart rate to previous rate. No permanent pt harm reported. Multiple attempts made to obtain further info have been unsuccessful to date.